Manufacturer narrative:
The pad-pak was first installed on the 4th march 2008 with the device passing a self-test. Manual power ups of varying durations were recorded in the device memory between the (B)(6) 2008 and the (B)(6) 2015. The technical log shows the memory became full on the final history log entry. The device recorded self-test fails due to a low battery during this time. Investigation found the device gave a memory full prompt due to the device memory becoming full. The memory full warning is not a failure of the device however and can be erased by the saver evo application. This would not have affected the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device prompts memory full but has not been switched on.